Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2024).

Event description:
It was reported that during an angioplasty procedure in the right common femoral, the pta balloon was allegedly unable to be inserted through the sheath. It was further reported that the balloon ruptured and had difficulty in retracting through the introducer sheath and eventually the catheter broke off within the sheath. It was further reported that the device was removed as single unit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter in two segments was received for evaluation. During visual evaluation, segment 1 was noted to consist of a portion of the catheter and y-body. A complete circumferential break was noted to the catheter. No anomalies to the luers/y-body. Segment two consisted of the remaining portion of catheter and balloon within an unknown sheath. The distal tip of the sheath was noted to be buckled. No other anomalies were noted. During functional evaluation, the balloon and catheter were removed from the sheath and catheter burst was noted near the circumferential break. No other functional testing was performed. Therefore, the investigation is inconclusive for the reported sheath insertion difficulty and balloon rupture as no evidence of the failures could be determined. The investigation is confirmed for the reported sheath removal difficulty as the device was returned with a segment of the catheter within the sheath and with the distal tip of the sheath buckled. The investigation is also confirmed for the reported detachment as the device was returned in two segments. The investigation is also confirmed for the identified catheter burst as a catheter burst was noted to segment two of the detached catheter. A definitive root cause for the alleged sheath insertion difficulty, sheath removal difficulty, detachment, balloon rupture and identified catheter burst could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2024), g3, h6 (method). H11: h6 (device, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the right common femoral, the pta balloon was allegedly unable to be inserted through the sheath. It was further reported that the balloon ruptured and had difficulty in retracting through the introducer sheath and eventually the catheter broke off within the sheath. It was further reported that the device was removed as single unit. There was no reported patient injury.